Manufacturer narrative:
The device was not returned to edwards for analysis. Based on the information received, edwards is unable to determine the cause of the coronary artery perforation. There has been no reported allegation that a product malfunction contributed to the event. Injuries to the coronary sinus are listed as a potential complication in the product instructions for use (IFU), which have been reviewed and found to be adequate. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a coronary sinus perforation occurred during placement of a proplege catheter. The anesthesiologist used tee imaging to inserter the catheter into the patient followed by fluoro to adjust the position of the catheter prior to advancing into the coronary sinus. When the anesthesiologist advanced the catheter by ½ cm, he felt tension build up in the catheter then the catheter ¿jerked¿ forward. Surgeon converted the procedure to an open sternotomy. It was reported patient had normal anatomy. The coronary sinus perforation was repaired surgically while patient was on balloon pump during ICU which was extended. No allegation of malfunction was reported.